Event description:
It was reported that while preparing for a surgery procedure, that two blades broke at the mount. It was also reported that the broken portions did not fall into the surgical site, and there was no change to the procedure. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
One of the blades subject to this MDR is not available to manufacturer for evaluation as yet. It was reported that the other blade was discarded. The blade lot number information has not been provided to permit further investigation.